Manufacturer narrative:
(B)(4). Date sent 1/16/2025. D4 batch #935c46. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards with closure trigger in closing position and with a gst60g reload loaded on the device. The reload was received fully fired. Furthermore, the anvil knife slot was noted to be damaged. In addition, it was noticed the knife was partially advanced, and one side of the knife wing was damaged, the other side of the knife wing was out of position, block the knife from moving, the knife wing was damaged during the testing. No other functional test was performed due to the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 935c46, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/8/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that during the surgery, could not fire farther after fired a little(psee60a+gst60g. Changed to another gst60g to continue the surgery, the same problem happened again and after fired, the knife moved to the distal end, but could not return knife automatically. Knife reverse button could not work. Used manual override lever to return knife and removed the device. Changed another psee60a to continue the surgery, after fired, noted the staples malformed. Changed to a new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 12/17/2024. D4: batch # unk. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was received: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Partially fire. Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Yes. Used manual override to open the jaw. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.